Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor left ventricular (lv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. A history of high lv impedance measurements was noted by the field representative although all other measurements were stable and no noise was noted. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.